Event description:
A (B)(6) female pt contacted zoll customer support to report exposed wires on her electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the pulse wire damaged in the front therapy electrode cable in between the distribution node and ECG "b." The root cause for the broken wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.